Event description:
"I was told that there was a bad lead that was going to the bottom of my heart. This alarm this going off more and more, I can¿t sleep at night because it goes off every hour. Went off 3 times today and started at four o¿clock this morning". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).